Manufacturer narrative:
The reported event, o-ring came out of the lid, was confirmed. The service technician observed that the o-ring came out of the lid and was detached from the housing. An aseptic housing bottom o-ring loose/missing failure mode was diagnosed by the engineering technician for failure analysis.

Event description:
It was reported that during inspection at the user facility the o-ring inside of the lid came out. As a result, the device would not lock closed properly, with the potential to expose a non-sterile battery to a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during inspection at the user facility the o-ring inside of the lid came out. As a result, the device would not lock closed properly, with the potential to expose a non-sterile battery to a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.